Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately. The complaint was classified based on some additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient stated that the alleged inaccuracy first occurred at 9:50am on (B)(6) 2015. At this time the patient obtained numerous blood glucose results ranging from ¿133mg/dl¿ to ¿191mg/dl¿ with the subject meter. It is not known what the patient was comparing these results to, however. The patient does not take any medication in order to manage their blood glucose levels and did not make any changes to this as a result of the alleged inaccurate subject meter results. An unknown period of time after the issue occurred, the patient experienced ¿anxiety¿. The patient stated that as a result of this symptom they received healthcare professional (hcp) treatment. Unfortunately, the exact type of treatment which was received is not known as the patient did not want to answer any further additional questions relating to the alleged issue. At the time of troubleshooting the cca noted that the patient did not have test strips available to perform a retest on the subject meter. The unit of measure was confirmed to be correct. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for a possible blood glucose excursion by a hcp after the alleged meter issue began. The subject meter could not be ruled out a cause or contributor to the event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 5/19/2015 device evaluation. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(4) 2015 for this product and no deviations, non-conformances, or reworks were observed. Retain testing could not be performed as the test strip lot number was not provided. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.